Event description:
During an attempted femoral approach, the physician cut the balloon when trying to suture the catheter. A second iab insertion was attempted, and the spring wire guide kinked. They were unable to remove the wire guide, so the entire system was removed. A competitor's iab was finally inserted without complication.